Event description:
The customer returned the evis exera iii video system center for annual inspection. During the inspection of the returned device, that dvi output port was malfunctioning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device has not been received to date. However, all video output ports were reset and are functioning properly. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the root cause could not be identified as the device was not returned. However, it was found that the dvi o/p port was malfunctioning. Olympus will continue to monitor field performance for this device.